Manufacturer narrative:
Citation: maurina m.; et al. Long term follow-up after balloon expandable covered stents implantation for management of transcatheter aortic valve replacement related vascular access complications. Catheter cardiovasc interv. 2022 nov;100(5):903-909. Doi: 10.1002/ccd.30385. Epub 2022 aug 30. Pmid: 36040688. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding management of vascular complications after transcatheter aortic valve replacement (tavr) with balloon-expandable stents. All data were collected from a single center between june 2010 and february 2019. The study population included 78 patients who experienced vascular access complications post-tavr. This population was predominantly female with a mean age of 81 years. Multiple manufacturer¿s devices were implanted in the study population; 37 patients were implanted with either a medtronic corevalve or evolut r bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, one in-hospital death occurred due to septic shock and multiorgan failure noted to be unrelated to tavr and vascular access complications. There was no statement of causal or contributory relationship between medtronic product and the death. Among all patients, adverse events included: post-tavr vascular access complications, including major bleeding. These complications required transcatheter stenting and surgical intervention in two cases due to thrombosis and persistent hemorrhage. Over one-half of all patients required blood transfusions due to blood loss and many patients required extended hospital stays and/or intensive care unit (ICU) admissions. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.